Event description:
It was reported that this right ventricular (rv) lead exhibited impedances measurements trending downward. No adverse patient effects were reported. This rv lead remains in service.